Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the red (can h) wire was cut through the trunk cable insulation, causing the service code 204. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.